Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the customer observed that when the endoscope was installed onto the universal surgical manipulator (usm) arm the endoscope rotated. The customer contacted the technical service engineer for phone assistance (tse). Tse explained to the customer that the reported event was probably caused by the guided tool change function. Tse advised the customer to press the instrument clutch button before installing the endoscope. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Image was not inverted. The endoscope moved freely with uncontrolled motion. The surgeon confirmed the desired orientation when endoscope was installed. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The customer called intuitive call center and followed the instruction. The customer used the same endoscope. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer pressed instrument clutch button before installing endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The technical support engineer advised the customer to press instrument clutch button before installing the endoscope. The phone support details did not reveal any issues related to the customer reported event.